Event description:
A user facility reported refractile spots defects noted on an intraocular lens (iol). Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/04/2010 and 11/23/2010 by mail. A completed questionnaire has not been received. (B)(4).